Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that "the patient underwent removal of infected left total hip arthroplasty with insertion of antibiotic-laden cement spacer."